Event description:
Treatment of a bilateral carotid ophthalmic aneurysm, left side. It was reported the pipeline could not be opened during deployment. Upon attempted removal, the distal end opened. The pipeline was implanted against the ica wall. No patient injury reported.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4)